Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02-may-2018 with the following findings: during investigation, the battery compartment was found to be cracked along the side of the pump. Moisture was observed in the battery compartment. A leak test was performed and a leak was identified in the battery compartment. The pump cover was opened and moisture damage was observed to the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked/damaged battery compartment with moisture ingress. This report is made based on results of investigation completed on 02-may-2018.